Manufacturer narrative:
The astral device was returned to resmed. Evaluation found that the device was infested with insects. The device was deemed beyond repair and not recommended for patient use. Device will be sent back to the customer unrepaired.

Event description:
It was reported to resmed that an astral device had a red screen. There was no patient harm or serious injury reported as a result of this incident.